Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that high impedance was seen during an appointment of an unknown patient with unknown implanted generator or lead. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient information was received. Device history records were reviewed. The device passed all functional and quality testing prior to distribution. Further information was received from the provider who indicated that high impedance was first seen on (B)(6) 2022 with unrecorded value. Settings were provided with no date of when settings were implemented. Xrays have not been taken and no surgical intervention has been planned or taken to date. No other relevant information has been received to date.

Event description:
It was later reported that patient has been referred for surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.